Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade and cardioplasty was performed. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020 lot number 214905322 showed the bulged pebax tubing 3.15 inches from the tip, and the locking mechanism of the introducer was missing. Additionally, the mechanical verification of the steering function was normal. The reported clinical issue (cardiac tamponade) was encountered during the procedure and does not indicate that there was a manufacturing related defect on the mapping catheter. In conclusion, the reported clinical issue (cardiac tamponade) was not confirmed through product testing and there was no indication of the product malfunction in relation to the adverse event. The mapping catheter failed the returned product inspection due to the bulged pebax tubing and missing introducer locking mechanism. If information is provided in the future, a supplemental report will be issued.